Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed because the issue was unable to be replicated. The system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that after the first case the site booted the system and it went to a black unresponsive screen. It is not known if the system powered totally down or if the screen was the only component that was unresponsive. There were no warning messages, errors or sounds displayed by the system. The site did a hard reboot and the issue resolved. Technical service was contacted and they believe that the system may not have been powered down after the first case and was sitting for a lengthy time powered on until the next case. There was no delay to the procedure. No impact on patient outcome.